Event description:
The customer reported an ECG fault/front end system failure error.

Manufacturer narrative:
The customer reported an ECG fault/front end system failure error. The customer evaluated the unit, and in association with the philips response center, isolated the problem to the control pca. The customer stated they would replace the control pca. As of late 2008, there have been no further calls from this customer about this device or this symptom. Based on the troubleshooting info provided by the customer/response center, and given that the customer has not called back, we will consider this to be a malfunction that was resolved by replacing the control pca.